Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A lead practitioner reported that the anterior chamber cannula caused vitreous hemorrhage of a patient's left eye during hydration of the stroma. An anterior vitrectomy was performed and the procedure was completed. The patient required additional postoperative follow-up and medications. It was reported that the patient's vision continues to improve. The reporter suspects user error to be the cause of the event. Additional information has been requested and received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. As noted in the description of this complaint, the most likely root cause of the vitreous hemorrhage is user error. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All cannulas are 100% inspected by trained operators. And non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
Additional information was received: root cause analysis performed by the facility found that there was nothing found to be done incorrectly. The patient is still being kept under observation. The surgeon has given the patient a three month time scale to determine what the outcome will be. The patient has had a scan and the retina is intact.